Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a severe low blood glucose level (specific value was not provided) that resulted in the customer falling. In addition, it was also reported that the pump battery was "not charging as it should" resulting in the pump shutting down. It was also reported that the battery gauge was fluctuating customer declined further troubleshooting for the issue with tandem technical support, therefore no additional information was obtained.